Event description:
As reported by the user facility: venous needle became dislodged during therapy and patient lost 300cc blood. Machine did alarm with low venous pressure alarm. Staff recognized problem and took proper action, including administering 300cc saline. Additional information provided by the user facility indicated the needle was not properly secured with tape and became dislodged from patient during movement.

Manufacturer narrative:
Since it was reported the needle was not properly secured with tape and became dislodged from the patient during movement and the machine functioned properly with an alarm, this incident is attributed to user/product interaction.